Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference mr. Report: 3006705815-2018-00479. It was reported the patient was no longer receiving effective stimulation. X-rays were taken and showed the leads had migrated downward. Reportedly, the patient fell down stairs a few months ago. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference mr. Report: 3006705815-2018-00479. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were repositioned. Therapy has been resumed and issue resolved.